Manufacturer narrative:
All information was investigated, and the reported single gripper actuation issue (difficult to open or close) and entrapment of device could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the reported difficult to open or close associated with a single gripper actuation issue and entrapment of device cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a pressure gradient of 2mmhg. A mitraclip xtw was inserted and advanced to the mitral valve. However, while in the valve, the posterior gripper dropped on its own and could not be lifted off of the leaflet. The clip had to be deployed, reducing the mr to a grade of 1-2. The pressure gradient had increased to 4mmhg. It was noted that an additional clip was not implanted due to the increase in gradient. There was no clinically significant delay in the procedure.